Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the insulin was leaking from the cartridge where the filling needle attaches to the top of the cartridge. The patient stated this occurred when she was filling the cartridge from the vial of room temperature insulin. She stated a bubble appeared to leak out around the connection between the needle and the top of the cartridge.